Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. The patient also experienced capsular contracture. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 325cc saline implant, catalog # 3501650 on (B)(6) 2018.

Manufacturer narrative:
On 9/25/2018, mentor became aware that the device manufacture date from the initial report dated 8/30/2018 was incorrect. The correct device manufacture date is 10/13/2011. Device evaluation summary: it was reported that a 26 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. The patient also experienced capsular contracture. As a result, the patient underwent removal and replacement with mentor smooth round moderate profile 325cc saline implant, catalog # 3501650 on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent on the anterior view, measuring approximately 0.2 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white and brown material observed. The device history record (DHR) for the lot number 6513897 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).